Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after experiencing multiple syncopal episodes. Review of the transmission revealed loss of ventricular capture as the possible cause for the syncopal events. Programming changes were discussed.